Event description:
The pt had a problem with their pump, it was reported that the pump malfunctioned and that required hospitalization. The reporter could not elaborate as to the nature of the alleged malfunction. It was reported the pt was sick and hyperventilating the day before the alleged incident. The reporter denies any pump alerts or alarms. The morning of the alleged incident the pt reportedly had a blood sugar of 398 with large ketones at that time they presented to the e.r.